Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. The top part of the grey connector had become detached from the top. This was caused by the middle part of the grey connector, which is held together by a spring, being missing. By the time fse arrived on site, the customer biomed had found the missing part and reassembled the grey connector to make it operational. Fse confirmed that assembly was done correctly. Device was repaired and verified according to other equipment manufacturer instructions .software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Fse explained to the staff not to twist the tubing connector when removing it from the grey connector in the basin. Supplemental report(s) will be submitted if any additional information becomes available.

Event description:
As reported for this event, the device had broken gray connectors in the basin. There is no reported harm to any patient.